Event description:
It was reported that during removal, the spring wire guide (swg) could not be removed. The middle of the swg became torn and then it was removed. As a result, another set was used without event. Further details are being pursued.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.